Event description:
It was reported that the health care professional (hcp) called technical services (ts) for a consult review of this pacemaker presenting electrogram (egm). Upon review, the presenting egm showed the device undersensing true p-waves on the right atrial (ra) lead channel. Ts noted the device recorded some pacemaker mediated tachycardia (pmt) episodes. Further review of the pmt episodes showed more instances of atrial undersensing and the pmt appeared to be sinus tachy driven. Ts also noted patient having higher pacing rates and competing with right atrial automatic threshold (raat) test as the test recorded high thresholds with some fusion beats noted. Ts discussed programming optimization options with the hcp. At this time, the pacemaker and ra lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) for a consult review of this pacemaker presenting electrogram (egm). Upon review, the presenting egm showed the device undersensing true p-waves on the right atrial (ra) lead channel. Ts noted the device recorded some pacemaker mediated tachycardia (pmt) episodes. Further review of the pmt episodes showed more instances of atrial undersensing and the pmt appeared to be sinus tachy driven. Ts also noted patient having higher pacing rates and competing with right atrial automatic threshold (raat) test as the test recorded high thresholds with some fusion beats noted. Ts discussed programming optimization options with the hcp. At this time, the pacemaker and ra lead remain in service. No adverse patient effects were reported. Subsequently, additional information was received that reported that the patient with this pacemaker system underwent a replacement procedure, where this pacemaker device and ra lead were explanted as a therapy upgrade and replaced with a competitor leadless pacemaker system. No additional adverse patient effects were reported.